Event description:
It was reported to philips that intermittently the system could not perform fluoroscopy/exposure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power inverter evr (point evr) certeray. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot produce x-ray intermittently. Upon functional testing, fse reviewed logs file and found power inverter error. The fse replaced the power inverter and performed calibration. After replacement of the power inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.